Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. A visual exam of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. Another hole was also discovered in the balloon joint. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the locations of the small holes. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. Investigation conclusions: the additional info provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual exam to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a quantum ttc esophageal balloon dilator. The balloon was advanced through the endoscope and into position. When the balloon was inflated inside the pt, the user noticed that there were three pinhole leaks at the proximal end of the balloon. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.